Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the usb cable was damaged. The customer was unable to confirm if the usb cable was still able to charge the pump. There was no impact to the customer's blood glucose level reported.